Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d3, d4, d6a, g1, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3; b5; b6; h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Healthcare professional reported left side rupture, and left side capsular contracture, baker grade iii. The device has been explanted.